Manufacturer narrative:
Problem likely occurred due to a processing problem subsequently corrected; and was exacerbated by ultrasonic cleaning by the customer, contrary to product labeling.

Event description:
Pin securing obturator tip was allegedly protruding and caused laceration of pt's urethra.